Event description:
(B)(4) was received with the following event description: 'no injury to patient. Ventilator shut off while attached to patient. Nurse noted screen went blank and vent was off. Began bagging patient. Respiratory responded and attempted to power vent back on without success. Vent was changed out. Broken vent removed from area and tagged.' Per facility director of quality management, the device is a rental unit from (B)(6), and they removed the unit from the hospital. Contact with (B)(6) to obtain further information regarding service of the device has been unsuccessful with no response received.

Manufacturer narrative:
Customer reporrted device removed by 3rd party service company.